Event description:
MRI for benign suprasellar brain tumor followup. Used 3t MRI. Inadequate hearing protection resulted in chronic tinnitus and documented hearing loss. Pt complained part way thru exam and when exam stopped for contrast injection tech pushed on ears to "re-seat" earplugs and pt said noise decreased slightly. Diagnosis or reason for use: benign brain tumor. Event abated: no.